Event description:
A caller reported encountering a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the customer through the process, which resolved the issue as the pump no longer displayed the cgm error code. The customer successfully started their sensor session afterward.